Event description:
There was a blood leak while using an exeltra 210 dialyzer. The leak occurred approx 1hr into the treatment. The blood in the lines was returned to the pt. Facility explained that the dr for this facility has instructed the staff that if it (evidence of the leak) is not visible in the arterial hand set that the blood may be returned to the pt. Facility also stated that this is a pt that typically has 7kg of fluid removed from him (the pt). There was no medical intervention or medical injury. The pt's hemoglobin result is 35.1. The facility has been using the exeltra 210 dialyzers for "a couple of years."